Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ malposition of essure device"), device breakage ("fracturing of the implant/device breakage"), device expulsion ("expulsion of essure device"), uterine haemorrhage ("abnormal uterine bleeding / aub") and pelvic pain ("pain / cpp") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included body mass index normal, asthma, human papilloma virus infection and chlamydia trachomatis infection. Concomitant products included aripiprazole (abilify), buspirone hydrochloride (buspar) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced rash ("rashes"). In 2013, the patient experienced menorrhagia ("heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2016, 3 years 8 months after insertion of essure, the patient experienced depression ("depression"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("painful intercourse (dyspareunia)"), abdominal distension ("bloating"), anxiety ("anxiety"), hormone level abnormal ("hormonal changes"), mental disorder ("psychological or psychiatric problems"), skin disorder ("skin condition"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea cramping)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss") and gastrointestinal disorder ("gastrointestinal or digestive disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, device expulsion, uterine haemorrhage, pelvic pain, menorrhagia, dyspareunia, abdominal distension, anxiety, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, mental disorder, rash, skin disorder, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, vaginal discharge, weight fluctuation and gastrointestinal disorder outcome was unknown and the migraine and depression had not resolved. The reporter considered abdominal distension, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Events hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, mental disorder, rash, skin disorder, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, vaginal discharge, weight increased, weight decreased, gastrointestinal disorder were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ malposition of essure device"), device breakage ("fracturing of the implant/device breakage"), device expulsion ("expulsion of essure device"), uterine haemorrhage ("abnormal uterine bleeding / aub") and pelvic pain ("pain / cpp") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included body mass index normal, asthma, human papilloma virus infection, chlamydia trachomatis infection, dizzy, vomiting, genital bleeding, low back pain and uterine bleeding. Concomitant products included aripiprazole (abilify), buspirone hydrochloride (buspar) and topiramate (topamax). In 2012, the patient experienced rash ("rashes"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast") with vaginal discharge. On (B)(6) 2016, 3 years 8 months after insertion of essure, the patient experienced depression ("depression"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("painful intercourse (dyspareunia)"), abdominal distension ("bloating"), anxiety ("anxiety"), hormone level abnormal ("hormonal changes"), mental disorder ("psychological or psychiatric problems"), skin disorder ("skin condition"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea cramping)"), weight fluctuation ("weight gain / loss"), vomiting ("gastrointestinal or digestive system condition- type: vomitting randomly sick"), back pain ("lower back pain") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, device expulsion, uterine haemorrhage, pelvic pain, menorrhagia, dyspareunia, abdominal distension, anxiety, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, mental disorder, rash, skin disorder, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, weight fluctuation, vomiting, vulvovaginal mycotic infection, back pain and weight increased outcome was unknown and the migraine and depression had not resolved. The reporter considered abdominal distension, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: both ostea were identified. The essure was placed per protocol in the right ostea followed by the left. 3 coils seen in right, 2 in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events abdominal distension, pelvic pain. Most recent follow-up information incorporated above includes: on 21-sep-2018: new pfs received- new events added: yeast infection, weight gain and lower back pain. Event gastrointestinal or digestive disorder updated to gastrointestinal or digestive system condition- type: vomitting randomly sick. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/device breakage'), device dislocation ('migration of implant/ malposition of essure device'), device expulsion ('expulsion of essure device'), uterine haemorrhage ('abnormal uterine bleeding / aub') and pelvic pain ('pain / cpp') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included body mass index normal, asthma, human papilloma virus infection, chlamydia trachomatis infection, dizzy, vomiting, genital bleeding, low back pain and uterine bleeding. Concomitant products included aripiprazole (abilify), buspirone hydrochloride (buspar) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced rash ("rashes"). In 2013, the patient experienced menorrhagia ("heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast") with vaginal discharge. On (B)(6) 2016, the patient experienced depression ("depression"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"), 3 years 8 months after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("painful intercourse (dyspareunia)"), abdominal distension ("bloating"), anxiety ("anxiety"), mental disorder ("psychological or psychiatric problems"), skin disorder ("skin condition"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea cramping)"), weight fluctuation ("weight gain / loss"), vomiting ("gastrointestinal or digestive system condition- type: vomiting randomly sick"), back pain ("lower back pain") and constipation ("constipated") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, device expulsion, uterine haemorrhage, pelvic pain, menorrhagia, dyspareunia, abdominal distension, anxiety, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, mental disorder, rash, skin disorder, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, weight fluctuation, vomiting, vulvovaginal mycotic infection, back pain, weight increased and constipation outcome was unknown and the migraine and depression had not resolved. The reporter considered abdominal distension, anxiety, back pain, bladder disorder, constipation, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: both ostea were identified. The essure was placed per protocol in the right ostea followed by the left. 3 coils seen in right, 2 in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events abdominal distension, pelvic pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event constipated added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/device breakage'), device dislocation ('migration of implant/ malposition of essure device'), device expulsion ('expulsion of essure device'), uterine haemorrhage ('abnormal uterine bleeding / aub') and pelvic pain ('pain / cpp') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included body mass index normal, asthma, human papilloma virus infection, chlamydia trachomatis infection, dizzy, vomiting, genital bleeding, low back pain and uterine bleeding. Concomitant products included aripiprazole (abilify), buspirone hydrochloride (buspar) and topiramate (topamax). In 2012, the patient experienced rash ("rashes"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast") with vaginal discharge. On (B)(6) 2016, the patient experienced depression ("depression"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"), 3 years 8 months after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("painful intercourse (dyspareunia)"), abdominal distension ("bloating"), anxiety ("anxiety"), mental disorder ("psychological or psychiatric problems"), skin disorder ("skin condition"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea cramping)"), weight fluctuation ("weight gain / loss"), vomiting ("gastrointestinal or digestive system condition- type: vomiting randomly sick"), back pain ("lower back pain") and constipation ("constipated") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, device expulsion, uterine haemorrhage, pelvic pain, menorrhagia, dyspareunia, abdominal distension, anxiety, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, mental disorder, rash, skin disorder, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, weight fluctuation, vomiting, vulvovaginal mycotic infection, back pain, weight increased and constipation outcome was unknown and the migraine and depression had not resolved. The reporter considered abdominal distension, anxiety, back pain, bladder disorder, constipation, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: both ostea were identified. The essure was placed per protocol in the right ostea followed by the left. 3 coils seen in right, 2 in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events abdominal distension, pelvic pain. Most recent follow-up information incorporated above includes: on 5-oct-2020: extension of expected date of next report for ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/device breakage'), device dislocation ('migration of implant/ malposition of essure device'), device expulsion ('expulsion of essure device'), uterine haemorrhage ('abnormal uterine bleeding / aub') and pelvic pain ('pain / cpp') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included body mass index normal, asthma, human papilloma virus infection, chlamydia trachomatis infection, dizzy, vomiting, genital bleeding, low back pain and uterine bleeding. Concomitant products included aripiprazole (abilify), buspirone hydrochloride (buspar) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced rash ("rashes"). In 2013, the patient experienced menorrhagia ("heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast") with vaginal discharge. On (B)(6) 2016, the patient experienced depression ("depression"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"), 3 years 8 months after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("painful intercourse (dyspareunia)"), abdominal distension ("bloating"), anxiety ("anxiety"), mental disorder ("psychological or psychiatric problems"), skin disorder ("skin condition"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea cramping)"), weight fluctuation ("weight gain / loss"), vomiting ("gastrointestinal or digestive system condition- type: vomiting randomly sick"), back pain ("lower back pain") and constipation ("constipated") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, device expulsion, uterine haemorrhage, pelvic pain, menorrhagia, dyspareunia, abdominal distension, anxiety, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, mental disorder, rash, skin disorder, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, weight fluctuation, vomiting, vulvovaginal mycotic infection, back pain, weight increased and constipation outcome was unknown and the migraine and depression had not resolved. The reporter considered abdominal distension, anxiety, back pain, bladder disorder, constipation, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: both ostea were identified. The essure was placed per protocol. In the right ostea followed by the left. 3 coils seen in right, 2 in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events abdominal distension, pelvic pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event constipated added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage ("fracturing of the implant"), menorrhagia ("heavy periods"), pain ("pain"), migraine ("migraines"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menorrhagia, pain, migraine, dyspareunia, abdominal distension, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device breakage, device dislocation, dyspareunia, menorrhagia, migraine and pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.